Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected device test failed anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. Customer stated that the insulin exited. The customer reported that they did not allege insulin pump was under delivering. Customer stated that the drive support cap was normal. The customer performed high pressure test and test result was after 20 units of insulin pump alarmed. The customer experienced high blood glucose and treated with insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.